Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that right after she had the device implanted she got rear ended she went to the healthcare provider (hcp) to get things checked out and couple months later in august 2016 she saw a manufacturer's representative (rep), to check the device and it was found that "a couple wires (leads) weren't working right . Patient said she had swelling in her neck from the leads being implant and from being in the car accident. Patient said that after a couple times patient was able to reprogram around the issue and said that she got the device for migraines and device worked great for her. Patient met with rep for reprogramming. The troubleshooting steps that were taken on the call resolved the issue.